Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple weeks post implant, this patient had reported falling multiple times. Upon clinic checks, high rv threshold measurements were observed. It was noted that the physician believed that this rv lead was micro dislodged. This rv lead was explanted and replaced. No additional adverse patient effects were reported.